Manufacturer narrative:
The tech found the p11 connector on the power control module had a broken line pin. The tech replaced the power control module to repair the bed.

Event description:
Info received indicates the bed has no power.